Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that that the device was blunt. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), a 3:1 ratio cutter, serial number (B)(4), and a 4:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report of skin graft mesher device, serial number (B)(4) reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(4) 2017 where it was reported that the device was not meshing and the side plates, roller, bushings, comb and shoulder bolts were replaced. This is not a related issue. The device history record (DHR) of skin graft mesher device, 1.5:1 ratio cutter, serial number (B)(4) reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has not previously repaired/evaluated skin graft mesher device, 1.5:1 ratio cutter, serial number (B)(4) time as documented in the repair reports in livelink. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in issue evaluation (B)(4). Zimmer biomet (B)(4) has not previously repaired/evaluated skin graft mesher device, 1.5:1 ratio cutter, serial number (B)(4) time as documented in the repair reports in livelink. The device history record (DHR) of skin graft mesher device, 2:1 ratio cutter, serial number (B)(4) reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has not previously repaired/evaluated skin graft mesher device, 2:1 ratio cutter, serial number (B)(4) time as documented in the repair reports in livelink. The device history record (DHR) of skin graft mesher device, 3:1 ratio cutter, serial number (B)(4) reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has not previously repaired/evaluated skin graft mesher device, 3:1 ratio cutter, serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) of skin graft mesher device, 4:1 ratio cutter, serial number (B)(4) reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has not previously repaired/evaluated skin graft mesher device, 4:1 ratio cutter, serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher by zimmer biomet (B)(4) on (B)(6) 2018 it was revealed that the comb was bent and pretest could not be done due to bent comb. It was noted that the 1.5:1 ratio cutter, serial number (B)(4), 1.5:1 ratio cutter, serial number (B)(4) did not pass zimmer test cut criteria. It was also noted that the 2:1 ratio cutter, serial number (B)(4), a 3:1 ratio cutter, serial number (B)(4) passed zimmer test criteria. The 4:1 ratio cutter, serial number (B)(4) was found to be received damaged with visible blade damage. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) on (B)(6) 2018 which included replacement of the comb. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review by zimmer biomet (B)(4) it was noted that the comb was bent and pretest could not be done due to bent comb. Also, the 1.5:1 ratio cutter, serial number (B)(4), 1.5:1 ratio cutter, serial number (B)(4) did not pass zimmer test cut criteria. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet (B)(4) it was noted that the comb was bent and pretest could not be done due to bent comb. Also, the 1.5:1 ratio cutter, serial number (B)(4), 1.5:1 ratio cutter, serial number (B)(4) did not pass zimmer test cut criteria. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the device was blunt. Event occurred during surgery and there was no harm, delay reported. Alternative device was used to complete the surgery. There was no impact/damage to graft harvest and the graft harvested able to be used. Investigation revealed that the comb was damaged.